Manufacturer narrative:
A device evaluation confirmed the customer allegation. Water tightness was not maintained due to perforation of the forceps channel. The non-bending section and the bending section of the insertion tube was crushed. The light guide (lg) bundle was broken and the universal cord collapsed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the forceps channel of the bronchovideoscope had a pinhole. The device was returned and an inspection revealed, the coating of the image guide (ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.